Event description:
On (B)(6) 2009, the pt reported that she noticed the intermittent failure of the down button of her infusion device in (B)(6) 2009. She stated that yesterday she attempted to program a bolus and the down button did not function. She stated that she removed and reinserted the battery and the button functioned as intended. At the time of the report, the pt pressed the up button and she stated that infusion device beeped but did not vibrate. She pressed the down button and the infusion device did not respond. She pressed the down button again and the infusion device beeped and vibrated. She stated that the infusion device has not been dropped or exposed to water. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.